Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patient was not showing and was not active. A technical support specialist (tss) found that the patient was not showing at the cabinet because it was inactive in myqlink (mql). The tss informed the customer that the patient was inactive in mql and therefore was correctly not appearing at the cabinet. The tss also informed the customer that pharmacy would be contacted and that an update would be provided. Pharmacy advised that they call the facility and walk the nurse through adding the patient at the cabinet to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patient was not showing and was not active at the cabinet. As a result, the user was unable to issue items for the patient when the time came. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.